Event description:
Boston scientific received information that the patient underwent a left ventricular assist device (lvad) implant procedure. During a post-operation device interrogation, the check right ventricular (rv) lead shock impedance measurement message appeared. The clinician contacted boston scientific technical services (ts) as they were unable to find any out of range impedance measurements in the daily measurements. Ts explained that the device performed daily measurements every 21 hours, thus there is a day where two measurements are taken however the second measurement is the only one recorded in the daily measurements. Ts confirmed that if the check lead message appeared, a high out of range shock impedance measurement had registered within the device. Ts suggested performing induction testing. The clinician stated that they would consider performing this testing once the patient had recovered from the lvad placement procedure. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.